Event description:
The company was informed that the pt's device was explanted due to a decrease performance. Post-op x-ray showed only three quarters of the electrode array was inserted in the cochlea. Advanced bionics is in the process of gathering more information. Once more information is received a supplemental report will be submitted.